Manufacturer narrative:
(B)(4): the test strips passed all testing with no faults found. The meter observed on the error log, however, pa was unable to reproduce failure in test. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate result of "10.0mmol/l" as compared to another meter's result of "7.2 mmol/l". The two test were performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.